Manufacturer narrative:
One device was returned for repair. Review of event log found cassette not attached properly alarms. This device has not been serviced in the past. Cassette not attached was duplicate by functional test. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The excessive use of loctite on the dso sensor has caused an issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device showed "cassette not attached." This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.